Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 white pegs IV set loose connection / separated / detached connection does not hold when the infusion is removed. When did the incident occur? During use. The sealing plug on the three-way stopcock does not hold when the infusion is disconnected. There is a crack and it is no longer tight.

Manufacturer narrative:
Our quality engineer inspected the 1 unopened and 3 opened samples submitted for evaluation. The reported issues of loose component - no leak and component damage - no leak were confirmed upon inspection of the samples. Analysis of the samples showed that one of them had a crack through it where leakage occurred. A review of our manufacturing process did not find any moments where the observed damages could have occurred. Bd determined that the cause of the failure was related to the use of the product. The appearance of these cracks is typical for cracks that can occur when the product has been used together with lubrication solution or infusion with high ph-value. These solutions can release internal stress in the product. If excessive force is used when connecting and using the product for more than 24 hours, this may cause the material to crack. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.